Manufacturer narrative:
A ge representative evaluated the system and replaced the gib, control panel processor, and the control panel I/o boards. System operates as intended. (B) (4).

Event description:
The customer reported the system would shut down after displaying a press fast stop message. No patient injury was reported.